Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Insulin pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1).

Event description:
It was reported that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer reported that clear alarm and finish process. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.